Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the ceramic (tip) of distal end is damaged - is likely due to a component failure of the ceramic tip (insulation beak). The insulation beak failure is mechanical component problem, but the cause of the insulation beak failure could not be determined. The most likely cause is that excessive force was applied. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had the ceramic (tip) of distal end damaged. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.